Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bent latch lock, worn lcd lens, and a bubbled downstream occlusion (dso) sensor seal. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the inoperable dso sensor from fluid ingression was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: date of event is unknown.

Event description:
It was reported that when the disposable was attached, the device exhibited a 'cassette not attached' error. There was unknown patient involvement.